Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2017. It was returned for analysis. Explant date : updated.

Event description:
The device was implanted on (B)(6) 2016. During the last follow-up performed on (B)(6) 2017, it was not possible to establish inductive telemetry with the device. Green lights on the programming head were off. Note that rf for remote monitoring setting is off.

Event description:
The device was implanted on (B)(6) 2016. During the last follow-up performed on (B)(6) 2017, it was not possible to establish inductive telemetry with the device. Green lights on the programming head were off. Note that rf for remote monitoring setting is off.

Event description:
The device was implanted on (B)(6) 2016. During the last follow-up performed on (B)(6) 2017, it was not possible to establish inductive telemetry with the device. Green lights on the programming head were off. Note that rf for remote monitoring setting is off.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
The device was implanted on (B)(6) 2016. During the last follow-up performed on (B)(6) 2017, it was not possible to establish inductive telemetry with the device. Green lights on the programming head were off. Note that rf for remote monitoring setting is off.